Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 257 mg/dl. The customer delivered a correction bolus to address bg level. Reportedly, the customer was unsure of the cause of the elevated bg level, but declined to perform troubleshooting with tandem technical support. The customer confirmed bg level would continue to be monitored to ensure that they go back to target range.